Event description:
Customer reported a high blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. As no actions were taken by the customer to address the situation, and the customer declined further assistance, no additional resolution steps were performed.